Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and uterine leiomyoma ('other injuries /complication: large fibroid/complication large fibroid requiring hysterectomy') in a 41-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, uti, frequency urinary and adenomyosis. Concurrent conditions included frank hematuria and dysuria. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced flank pain ("flank pain/left flank pain"), 7 years 5 months after insertion of essure. On (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspareunia ("vaginal pain during intercourse"), abdominal pain ("abdominal pain"), amnesia ("hormonal changes describe: memory loss"), urinary tract disorder ("bladder or urinary problems changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), pelvic pain ("pain"), vulvovaginal pain ("vaginal pain") and cystitis interstitial ("bladder pressure"). The patient was treated with antibiotics, ciprofloxacin (cipro), macrolides, oral contraceptive nos, phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, flank pain, dyspareunia, abdominal pain, pelvic pain and vulvovaginal pain had resolved and the uterine leiomyoma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, female sexual dysfunction, amnesia, urinary tract disorder, vaginal infection, cystitis and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, cystitis, cystitis interstitial, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the essure device was placed through the cannyle and advanced to the level of the ostia and then it was inserted into the right fallopian tube and the roll clip roll method was used and micro inserted was placed ,there is 6 coils extended into the cavity on the right fallopian tube and about 2 coils on the left fallopian tubes. Discrepancy in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram - on an unknown date: showing a large uterus,. Hysterosalpingogram - on an unknown date: total bilateral occlusion; in 2010: one side may not be blocked.. Physical examination - on an unknown date: a normal vulva, normal vagina, and normal-looking cervix. Ultrasound scan - on an unknown date: an outpatient ultrasound showing a large fibroid. Viral test - on an unknown date: urine sample was provided but was apparently negative for uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event added: bladder pressure. Event severity added for: flank pain/left flank pain. Treatment drugs and lab data were added. Product indication and reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and uterine leiomyoma ("other injuries /complication: large fibroid/complication large fibroid requiring hysterectomy") in a 41-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, uti, frequency urinary and adenomyosis. Concurrent conditions included frank hematuria and dysuria. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), flank pain ("flank pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("vaginal pain during intercourse"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("hormonal changes describe: memory loss"), urinary tract disorder ("bladder or urinary problems changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), pelvic pain ("pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ciprofloxacin (cipro), macrolides, phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, flank pain, dyspareunia, abdominal pain, pelvic pain and vulvovaginal pain had resolved and the uterine leiomyoma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, female sexual dysfunction, amnesia, urinary tract disorder, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: essure device was placed through the cannyle and advanced to the level of the ostia and then it was inserted into the right fallopian tube and the roll clip roll method was used and micro inserted was placed ,there is 6 coils extended into the cavity on the right fallopian tube and about 2 coils on the left fallopian tubes. Discrepancy in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram - on an unknown date: showing a large uterus. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Physical examination - on an unknown date: a normal vulva, normal vagina, and normal-looking cervix. Ultrasound scan - on an unknown date: an outpatient ultrasound showing a large fibroid. Viral test - on an unknown date: urine sample was provided but was apparently negative for uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and uterine leiomyoma ("other injuries /complication: large fibroid/complication large fibroid requiring hysterectomy") in a (B)(6) female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included burning micturition, uti, frequency urinary and adenomyosis. Concurrent conditions included frank hematuria and dysuria. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), flank pain ("flank pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("vaginal pain during intercourse"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("hormonal changes describe: memory loss"), urinary tract disorder ("bladder or urinary problems changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), pelvic pain ("pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ciprofloxacin (cipro), macrolides, phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, flank pain, dyspareunia, abdominal pain, pelvic pain and vulvovaginal pain had resolved and the uterine leiomyoma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, female sexual dysfunction, amnesia, urinary tract disorder, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the essure device was placed through the cannula and advanced to the level of the ostia and then it was inserted into the right fallopian tube and the roll clip roll method was used and micro inserted was placed ,there is 6 coils extended into the cavity on the right fallopian tube and about 2 coils on the left fallopian tubes. Discrepancy in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Computerised tomogram - on an unknown date: showing a large uterus. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Physical examination - on an unknown date: a normal vulva, normal vagina, and normal-looking cervix. Ultrasound scan - on an unknown date: an outpatient ultrasound showing a large fibroid. Viral test - on an unknown date: urine sample was provided but was apparently negative for uti. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet received, new reporter added, lot no added, event injury replaced with menorrhagia, case changed to incident, patient demographic added, new event added hormonal changes describe: memory loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , infection (bladder/ urinary tract/vaginal) , apareunia (inability to have sexual intercourse) , bladder or urinary problems or changes , pain , vaginal discharge , fatigue , other injury(ies) or complication large fibroid requiring hysterectomy, hair loss, abdominal pain, vaginal pain, pelvic pain, lower abdomen cramp, treatment drugs added, medical history added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.